Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 468 mg/dl. The customer was treated with bolus then manual injection with a needle. The customer also reported that she had a no delivery alarm during basal, bolus,, fixed prime on the insulin pump. The troubleshooting was performed. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin exits the tubing. The customer was advised that the cause of the alarm was caused by set/reservoir occlusion. The customer would feel better in another insulin pump while the upgrade process completes.